Event description:
It was reported that the patient with this pacemaker expressed concern about experiencing unspecified symptoms. Technical services (ts) advised the patient to contact a medical professional for further evaluation if any health concerns persist. To date, this device remains in service. No adverse patient effects were reported.